Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. It was reported the patient underwent an ablation procedure last year and the physician suspected the rv lead was shifted due to the ablation catheters. The event was resolved by capping and replacing the rv lead. Following the procedure, the capped rv lead dislodged subsequently making contact with the tricuspid valve resulting in an arrhythmia. The arrhythmia was resolved by self termination. The physician then attempted to explant the old rv lead but was unsuccessful. The event was resolved by leaving the old rv lead in the right atrium with the helix retracted. The patient was in stable condition.